Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were conducted, and the reported issue was duplicated. During physical testing, found a crack downstream occlusion (dso). This was determined to be a reportable issue. The downstream occlusion(dso) seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to failed downstream occlusion at 8.56psi. Upon physical inspection, a crack downstream occlusion seal (dso)was found. There was no patient involvement, no patient injury was reported.